Manufacturer narrative:
Manufacturing review: the lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review showed that no remarkable incidents occurred during the manufacturing process. No additional complaint has been previously reported for this lot number. Investigation summary: the stent delivery system was not returned for evaluation. However, photos showing the distal end of the delivery systems sheath were provided for evaluation. Based on the photos, the reported premature deployment while system loaded over guide wire was confirmed. The photos provided do not show the handle of the delivery system; therefore integrity of the deployment system and attachment of the removable safety clip could not be verified. As a result of the investigation performed the complaint was confirmed. However, based on the available information and because the physical sample was not returned, a definite root caused could not be identified. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently describe the potential issue. The IFU states: "visually inspect the bard¿ lifestar" vascular stent system to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment. (...) Regarding proper attachment of the safety clip the IFU states: "a removable safety clip (g) prevents accidental or premature stent release. Do not remove the safety clip until you are ready to deploy the stent." Regarding potential tracking relation the IFU states: "prior to inserting the delivery catheter over the guidewire, the system must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter." And "the bard¿ lifestar" vascular stent system is only compatible with a 0.035 (0.89 mm) guidewire."

Event description:
It was reported that the stent allegedly prematurely deployed as the catheter was being loaded over the guidewire, prior to entering into the patient. There was no patient contact.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer; however, two photos were provided so an image review is being performed. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the stent allegedly prematurely deployed as the catheter was being loaded over the guidewire, prior to entering into the patient. There was no patient contact.